Event description:
It was reported that there was a pericardial effusion with cardiac tamponade. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) was positioned and a watchman laa closure device and delivery system (wds) were used. The procedure was completed successfully and the closure device was implanted in the laa of the patient. 5 hours post procedure the patient was noted to have a pericardial effusion with cardiac tamponade. The physician placed a drain in the patient to treat the effusion.

Event description:
It was reported that there was a pericardial effusion with cardiac tamponade. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) was positioned and a watchman laa closure device & delivery system (wds) were used. The procedure was completed successfully and the closure device was implanted in the laa of the patient. 5 hours post procedure the patient was noted to have a pericardial effusion with cardiac tamponade. The physician placed a drain in the patient to treat the effusion. It was further reported that the patient recovered from these events and was discharged from the hospital.